Event description:
Per the clinic, the patient experienced skin overgrowth and subsequently was placed under general anesthesia on (B)(6) 2021, in order to remove the excess skin. The implanted device remains.